Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a radio frequency pic failed self test. During troubleshooting, insulin pump failed self-test. Customer's blood glucose was 8.2 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored for several days and no a64 alarm noted. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and display the100 value properly on the display graph. No unexpected lost sensor alarm noted. No cosmetic damage noted during physical inspection.